Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional lot numbers were provided in this complaint for material number 381923. Lot # 4282308 mnf date 2024-10-08, exp date 2027-09-30 and lot # 4072331 mnf date 2024-03-20 exp date 2027-02-28.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter, translated from french to english: catheter needle does not retract, resulting in risk of needlestick injury to caregiver. Response received on 07-02-2025: was the device being used on the patient when the problem occurred? Yes. Several times has the patient or user been harmed? Yes if yes, please explain splashing blood on the caregiver and apprehension very important to use did the malfunction cause a needlestick injury to the healthcare staff or the patient? No needle.

Event description:
Additional information on 27feb25: it is stated that ¿blood splatter on the caregiver and apprehension are very important for use¿. Was the caregiver wearing gloves/ppe? Yes. Was there any exposure of mucous membranes (eyes, mouth, etc.) Or open skin? No. Did the reported blood splash result in medical treatment for the caregiver? No, and the person was not caring for a child!

Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Three 22g insyte autoguard units were received in sealed packaging from lot 4282308. A functional test showed that the retraction time exceeded the specification for each of the returned units. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The complaint needle retraction issues could not be confirmed from the three representative 22g insyte autoguard units that were provided for investigation from lot #4072331. A functional test showed that the needles fully retracted and the retraction time was within specification. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of manufacturing records was performed and there were no issues during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The complaint needle retraction issues could not be confirmed from the three representative 22g insyte autoguard units that were provided for investigation from lot #4222720. A functional test showed that the needles fully retracted and the retraction time was within specification. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Additional information of fa#.